Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm was not able to be reproduced. The system controller serial number (B)(6), was not returned and only the backup battery was exchanged. Visual inspection of the returned backup battery serial number (B)(6), was unremarkable. The battery manufacture date was 04oct2019 and the last full recharge date was (B)(6) 2020. The backup battery was functionally evaluated when installed into a test system controller and the backup battery fault alarm was not able to be reproduced. A battery load test was performed, and the battery passed. A specific root cause for the reported alarm was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an emergency backup battery malfunction. The alarming controller stated to replace the backup battery. The internal backup battery was exchanged. The controller continued to alarm following the backup battery exchange so the patient and spouse changed out the controller.